Event description:
Repair center: alleged unit will not start and key is the valve is stuck. Per independent repair statement unit will not start. Key failure was the rexroth valve was stuck. Additional malfunctions was the poppet valve was not shifting, the heat exchanger was leaking, the capacitor was short circuited, the zip ties, clamps and elbow was leaking.